Event description:
Pt underwent hip revision surgery due to a modular stem/pin failure in 2008, at 70 months after initial surgery performed in 2002.

Manufacturer narrative:
Mechanical tests performed on similar device.